Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). Updated fields : b4, d9, e1 (event site address), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) h11. Corrected fields : e1 (event site city). A getinge field service engineer (fse) evaluated the unit and external input ECG and direct input (ECG and arterial pressure) are displayed normally. The fse states after replacing the external monitor connect, the external input and arterial pressure signal input was also displayed normally. All functional and safety test performed.

Manufacturer narrative:
Updated field- b4, g3, g6, h2. Corrected field- g2, h11. A getinge field service engineer (fse) evaluated the unit and external input ECG and direct input (ECG and arterial pressure) are displayed normally. The fse states after replacing the external monitor connect, the external input and arterial pressure signal input was also displayed normally. All functional and safety test performed. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of, when arterial pressure signal was input from an external input, nothing was displayed. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part into the cardiosave test fixture and tested the cable to factory specifications per procedure and the cardiosave service manual. The fat dept. Was able to duplicate the complaint of not able to acquire an external arterial pressure.the cable failed testing. Retaining the cable in the fat dept. Per procedure. However, per the cardiosave dfmea the possible cause of the failure mode is excessive stress or fatigue. (Cardiosave dfmea table rev ae).

Event description:
It was reported that no output displayed on the screen of cardiosave intra-aortic balloon pump (iabp) when the arterial pressure signal was input from an external input. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). Event site city : (B)(6). A supplemental report will be submitted upon completion of our investigation.